Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 00625 / 00626).

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2015 due to a failed stem because the patient had fallen. During the revision procedure, while the surgeon was tightening the compress nut, it was not threading properly. The nut was then backed out and the surgeon began threading again. It was reported that the spindle was not compressed and after attempting to turn the nut one last time, the anchor plug snapped.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2015 due to a failed stem because the patient had fallen. During the revision procedure, while the surgeon was tightening the compress nut, it was not threading properly. The nut was then backed out and the surgeon began threading again. It was reported that the spindle was not compressed and after attempting to turn the nut one last time, the anchor plug snapped.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.